Event description:
Customer reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to perform a system check, but no issues were identified. Customer replaced pump supplies as necessary and continued with insulin therapy.

Event description:
Customer reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.